Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that an out of regulation (oor) error message was displayed. The manufacturer representative stated that they encountered it a week prior to the date of this report when they were turning the patient¿s therapy on, but they were able to resolve it then. At that time, the patient was feeling stimulation at a low level on evolve settings. On (B)(6) 2017, the patient couldn¿t feel stimulation and encountered the oor error message again. Troubleshooting steps were performed the call and the manufacturer representative was advised to increase the pulse width to 200, as it was previously on 120. It was noted that they were able to increase the ma, but not enough to have the patient feel stimulation. The manufacturer representative stated that they were able to increase settings to 30 ma but the patient still could not feel stimulation. The manufacturer representative confirmed that the patient wasn¿t getting pain relief either. It was noted that the patient had good lead placement. It was recommended that the manufacturer representative try switching to low density (ld) settings to see if the patient could feel stimulation. The manufacturer representative sent the patient home with some options to try and at the end of the call, the patient could feel stimulation as they moved around. No further complications were reported or anticipated. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep was able to work through this while they were on the phone (on (B)(4) 2017 by the end of the call, rep was able to get stimulation. The patient was getting adequate pain relief. No further complications were reported/anticipated.